Event description:
On (B)(6) 2014, the patient¿s mom/reporter contacted lifescan (lfs) USA on behalf of the lay-user/patient, alleging that the onetouch ping meter is giving an error 5 and a ¿high blood glucose¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The reported messages began on (B)(6) 2014 at 7 pm. There was no action taken in regards to diabetes management based on the reported issue. At 7:30 pm, the patient reportedly develop ¿low glucose¿ symptom and was treated with fast acting glucose. During troubleshooting, the error 5 and ¿high blood glucose¿ message was resolved with training. This complaint is being reported because the patient had ¿low glucose¿ symptom and required medical treatment after the reported issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.